Manufacturer narrative:
The creatinine reagent lot number was 751734. The urea regent lot number was 756413. The expiration dates were requested but were not provided. The field service engineer replaced sample probe b as there was residue of separation gel and adjusted the gear pump pressure. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Sample 1 initial creatinine (crep gen.2) result was 0.09 mg/dl and the repeat result was 0.62 mg/dl. Sample 2 initial urea (ureal) result was 10 mg/dl and the repeat result was 109 mg/dl.